Event description:
Same case as MFR ID # 2134265-2011-05363. It was reported that during a percutaneous transluminal angioplasty, the tip detachment occurred. The target lesion was located in an unspecified peripheral artery. The physician advanced and inflated a unknown wanda balloon, upon inflation the tip detached from the balloon. The fractured tip was successfully removed from the patient. A second wanda balloon was advanced and again the tip detached from the balloon. The detached tip was successfully removed from the patient. The procedure was completed with another wanda balloon. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR ID # 2134265-2011-05363. It was reported that during a percutaneous transluminal angioplasty, the tip detachment occurred. The target lesion was located in an unspecified peripheral artery. The physician advanced and inflated a unknown wanda balloon, upon inflation the tip detached from the balloon. The fractured tip was successfully removed from the patient. A second wanda balloon was advanced and again the tip detached from the balloon. The detached tip was successfully removed from the patient. The procedure was completed with another wanda balloon. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - visual and tactile examination of the returned device revealed no issue was noted with the tip of the device. The balloon was folded and wrapped around the shaft of the device. The device was attached to an encore inflation unit and positive pressure was applied to the balloon when a leak was noted. Microscopic examination of the balloon observed a longitudinal tear starting at the distal edge of the distal markerband and running the length of the markerband. A pinhole was also noted towards the proximal edge of the distal markerband. The balloon material was removed and the ro markerbands were checked for sharpness and burrs, no evidence of this was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).